Event description:
It was reported that the temporary fixation pin tip broke off during insertion. Surgeon was able to get remove broken tip. No adverse consequences to the patient is reported.

Event description:
It was reported that the temporary fixation pin tip broke off during insertion. Surgeon was able to get remove broken tip. No adverse consequences to the patient is reported.

Manufacturer narrative:
Visual inspection, material analysis, product history review, complaint history review, nc/CAPA history review, labelling review. The reported event was confirmed upon visual inspection. Material analysis was performed and found that the device was found to have fractured in a mode of torsional ductile overload. The elemental constitution was as specified on the drawing. No material or manufacturing defects were found. Manufacturing history was reviewed and no anomalies were found. The hard bone quality may cause a material overload as it is difficult to advance into the bone or a previously used fixation pin may have been previously damaged. Conclusion: the potential root causes include: hard bone quality, fixation pin is previously used. However, the exact cause cannot be determined.